Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported malfunction could not be duplicated or confirmed. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
Pt's mother reported that her daughter's blood glucose measured 271 mg/dl at 11:04 pm on (B)(6) 2011 and rose to 318 mg/dl by 11:17 pm. She was hospitalized with hyperglycemia; the hospital blood glucose meter result was less than 500 mg/dl (exact time not reported). The pod she was wearing at the time was removed at 11:51 pm and discarded at the hospital. The pt was placed on an insulin drip and later transported to a hospital with a pediatric unit. Her hcp recommended pdm replacement due to the inaccurate low bg results compared to the hospital meter. During the call, the pt's mother was reminded that the freestyle "butterfly" test strips are not yet FDA approved for use with the omnipod pdm and advised to use a back up meter and enter the results into the pdm.